Event description:
It was reported that the event occurred while in the intensive care unit within the first 24 hours of intra-aortic balloon pump (iabp) therapy. The intra-aortic balloon (iab) was inserted through the sheath with no issues in the cath lab. On the day pumping was initiated, a "system error 7" message appeared on the display. The connection between the monitor and the pump was checked and the cable was securely connected. As a result, the pump was switched out successfully. No medical/surgical intervention required. No report of pt death, complications or injury. There was no delay or interruption in therapy noted. The pt's outcome is good. The pump will be serviced in (B)(6).

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.